Event description:
The pt reported problems with charging the implant. External equipment was exchanged. However, the pt still reported charging issues. The pt was seen by an advanced bionics rep for device eval. Explant surgery has been scheduled.